Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The patient is pending an appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced which resolved the patient's pain issue. The patient reportedly receives effective stimulation.